Event description:
Cpi received information that the patient presented following a syncopal episode. Review of electrograms confirmed output initially (with a loss of capture), however, after a failed interrogation attempt, the implantable cardioverter defibrillator (ICD) was no longer producing pacing output. The physician was unable to interrogate the ICD and no magnet tones were obtained with a magnet application.